Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style with maxflow her pump had low suction. The customer also alleged she developed mastitis.

Manufacturer narrative:
The customer has been requested to contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. In follow up with a complaint handler on 09/06/2022, the customer indicated that she developed mastitis on multiple occasions since starting to use her breast pump. The most recent time she was prescribed an antibiotic to treat the mastitis. The customer stated she has not had time to contact customer service to conduct troubleshooting. The customer stated that she currently is taking a milk supplement to thin her milk. She also stated she has been using family members old pump as well as the swing maxi pump and both have been working well for her. Based on the results of our internal investigation (reference number (B)(4) ,it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 10/4/2022. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Milk residue was found on the motor aggregate (internal motor & pump assembly.) After cleaning the motor aggregate readings are in spec. The customers pump powers on with the lab and customers transformer. Also found in the evaluation was the eccentric motor shaft is out of spec.